Event description:
It was reported that during a routine follow up, about 10 days post implant procedure, this right atrial (ra) lead was suspected of dislodgment. This ra lead was explanted and was successfully replaced with a new lead. No additional patient adverse events were reported.